Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint cannot be confirmed. One unpackaged ar-9233, batch 051614 broach was received for investigation. Functional testing identified that the broach could be slid both up and down the shaft, with no sticking observed. Visual inspection did not reveal any blood/tissue remnants. No problem found.

Event description:
Per loan / consignment inspections operator: the instrument cannot be disassembled and is difficult to clean, therefore biological residues such as blood accumulate inside the instrument and by moving the "outer rod", blood residues can be seen at the distal end. The problem was noticed after the surgery. There was no harm for the patient, operator or third party reported.